Manufacturer narrative:
Two (2) head to head outer nuts (product code: 1883-41-100, lot numbers: bdi17td & bdg5bsw were returned to the complaints handling unit (chu). Investigation of both of the outer nuts has found that a sizable portion of the inner threads has been torn off. Mechanically attempting to tighten the outer nuts verified this damage, as both could be turned three quarters of a rotation before seizing. Due to the type of damage shared by both the returned inner screws and outer nuts, it is believed that both may have become cross threaded during insertion, resulting in damage to their respective threads during tightening. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A root cause cannot be determined from the samples and the information provided. A potential root cause may be inadvertently cross threading both the inner screws and outer nuts during insertion resulting in damage to their threads during tightening. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
On initial mw-242202 is incorrect. May 4, 2015 and jun 22, 2015 (date device evaluated). (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Operative plan: place lateral mass screws at c1-c2 with rods to support a bilateral fx of c1 ring. Dr (B)(6) felt a crosslink was a must due to the bilateral fx and lack of rotational support and displacement of c1 ring. End result: screws at c1-c2 were placed with rods connecting the screws. Dr (B)(6) chose to close without a crosslink due to the failure of our crosslink nut and cap interface. Steps taken during implant failure: resident (B)(6) placed crosslink inner screw in the tulip head and torqued the inner screw down. A crosslink was placed and a nut put on to hold down. When trying to torque the nut down, the nut sheared the threads from the inner set screw causing it to strip. This process repeated a second time for (B)(6) . Third attempt dr (B)(6) tried and the same result happened. We had now stripped the threads off of 3 inner screws and attempted with 3 new nuts. Dr (B)(6) changed to a longer crosslink. We attempted to go back and forth tightening the nuts down a little at a time on each side. We were able to get the right side to lock down and the nut to torque. However, on the left side, we had the same problem of the nut stripping the threads of the set screw. We tried the left side twice with same outcome. After the second attempt to torque the nut on the left side, dr (B)(6) noticed the screw on the right side was moving freely on the rod. He then needed to remove the only side we could get to torque as it too appeared to be defective. The threads on the inner screw that went into the tulip head of the screw appeared to be damaged causing it to not lock down properly even though the driver would torque. We then tried 3 more times to get a nut to lock down the crosslink. The same outcome of the nut stripping the threads from the inner screw occurred. At this point, dr (B)(6) made the decision to close the patient without a crosslink due to the failure of our hardware.